Event description:
It was reported that a bubbling noise was coming from the tube of the 9800 system. It was also noted that there are no images. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the high voltage cables, tank snubber pcb and the tube. Ordered new ac plug. Recalibrated the system. The system was tested and found to be working as intended and placed back into service.